Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed, and the customer was unable to clear the alarm. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
The pump passed the sleep current test, active current test, and self test. The pump failed the rewind test due to appearance of pump error 53. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and displacement accuracy test due to appearance of pump error 53. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump alarmed 6 pump error 53 alarms on the event date of 07/21/2025 at 10:33:30.000 to 12:36:00.000 (file #: 16, line #: 450, esf: (B)(4)) due to a possible motor failure. Pump alarmed pump error 81 on the event date of 07/21/2025 at 12:27:54.000 and 13:22:38.000. Pump alarmed 2 pump error 2 alarms on the event date of 07/21/2025 at 12:28:28.000 and 13:23:09.000. Pump alarmed 8 pump error 54 alarm on the event date of 07/21/2025 at 10:33:30.000 to 13:23:09.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. E/a alarm unspecified was confirmed during testing. Pump error 53 (file #: 16, line #: 450, esf: (B)(4)) was confirmed during testing due to a motor failure, problem isolated to the motor assembly. Pump error 81, pump error 2, and pump error 54 was confirmed as a consequence of pump error 53. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.